Event description:
It was reported that the patient wanted his implantable neurostimulator (ins) explanted. The patient turned off his ins 2 months ago because it was causing him '+5' pain. The patient had severe pain in vertebrae c1 - c7 and went to the hospital twice due to a 'prescribed narcotic overdose.' No falls or traumas were associated with the event. It was noted that the patient had a dual ins system, and that the event was not specifically related to one or both of the devices; the related ins had model#: 37702 and serial#: (B)(4). If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37743, serial#: (B)(4), product type: programmer, patient product ID: 37743, serial#: (B)(4), product type: programmer. (B)(4).